Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller stated that the settings on the external pulse generator (epg) had changed while in use. Of note, the epg was "locked" per the caller. The epg had changed from no atrial output and ventricular output, to no ventricular output and atrial output. Technical services informed the caller that the epg in a locked state cannot automatically change. The biomedical engineer had the epg "running" for two days and the issue could not be reproduced. The epg was tested met all specifications and will be placed back into service. No patient complications have been reported as a result of this event.